Event description:
A report was received that the patient could not charge the ipg due to positioning. It was suspected that it could have been due to weight loss, however the physician was not definite. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient could not charge the ipg due to positioning. It was suspected that it could have been due to weight loss, however the physician was not definite. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1160 sn (B)(4) device evaluation revealed that the complaint was not verified. Upon receiving, the device was in hibernation and it was charged to 3.974 volts in one charging cycle. The battery depletion rate and sleep current were within the expected ranges, 3.50 mv and 20 ua respectively when the device was turned off. However, the patient data showed a low charge current and thermistor effect. The ipg orientation or depth could result in low battery charge. The device passed all the required tests and exhibited normal device characteristics.